Event description:
Account reports, while hcp was placing the epidural catheter using the loss of resistance technique, the catheter met with some resistance so the hcp gently pulled back on the catheter. When the catheter was removed hcp observed that the tip was missing. X-rays confirmed that approximately 4.5cm of the catheter remained in the patient's epidural space. Facility will leave catheter in place and follow up with periodic MRI's to check for possible infection.